Event description:
It was reported that one of the patients spinal cord stimulator (scs) leads had impedances on two contacts. The patient underwent a lead replacement procedure wherein the ipg was replaced due to an unknown reason. The patient was doing well postoperatively, and all explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17316708. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200. Serial: (B)(6). Batch: 374282.